Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented the hospital due to a broken pocket. Surgery was performed to remove the pacemaker on (B)(6) 2021. The patient developed a fever after the procedure.

Event description:
New information noted the patient experienced an infection.